Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative (rep) was notified that the patient was admitted to the hospital for a dead battery. Upon checking, the ins was at eos at 2.38v. The patient had a replacement surgery scheduled for (B)(6) 2020. No symptoms were reported. Additional information was received from a manufacturer representative (rep) reporting the device was discarded by the hospital and the cause of the ins voltage being at 2.38v at eos was normal battery depletion. The patient is in a nursing facility with access restrictions, hence, the battery was not being checked regularly and it dropped to eos without anyone knowing.